Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent surgery at th9-s2 (ps at t9-s, isbs at s2) for degenerative scoliosis on an unknown date. Post-op, vertebral body fracture was developed at top of fixed. It caused bladder rectal disorder in the patient so revision surgery was performed for decompression and fix the fracture. The surgical time was extended to 60 mins. It is found from additional info that the complication was infection and osteolysis due to the infection, not fracture. 5.5/6.0 system was used but unknown if it caused the infection.